Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No device delivery anomaly, bolus anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose. The customer blood glucose level was 408 mg/dl. Customer does not allege pump was under delivery. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.